Event description:
A customer reported to baxter (B)(4) that after use for one month, it was noted there were some cracks on the light blue main body. There was patient involvement, but no patient injury or medical intervention associated with this incident

Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation. If the sample is received, a follow-up report will be submitted upon completion of the evaluation.

Manufacturer narrative:
(B)(4). A sample was received and evaluated. The reported condition was confirmed for a damaged miniset mainbody. The root cause was not determined. A batch review was not possible since the manufacturing lot is unknown.